Manufacturer narrative:
Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process.

Event description:
On 26-jan-2018, tosoh became aware that during proficiency testing performance with survey samples, the customer failed the vitamin d analyte on one (1) sample on the aia-900 instrument. The customer reported that api survey sample were run on (B)(6) 2017. Sample #, result, expected range: sample 04, 6.1 ng/ml ,3.7 - 13.6 ng/ml; sample 05, 14.7 ng/ml, 16.7 - 27.9 ng/ml; sample 06, 20.9 ng/ml, 18.8 - 31.4 ng/ml. The customer reported that quality controls were within acceptable range prior to running the vitamin d survey samples. The customer was to rerun the frozen survey samples the next day on vitamin d.

Manufacturer narrative:
Through a follow-up with the tosoh technical support specialist the customer confirmed that after replacing the conjugate and pre-treatment reagents the vitamin d survey samples were within acceptable range. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 26-dec-2016 through aware date 26-jan-2018. There were no other similar complaints identified during the searched period. A 13-month complaint history review and service history review for similar complaints was performed for conjugate lot 94 from 26-dec-2016 through aware date 26-jan-2018. There were no other similar complaints identified during the searched period. A review of the pre-treatment reagent could not be performed since no lot number was provided. The st aia-pack 25-oh vitamin d application manual states the following: storage and stability. The st aia-pack 25-oh vitamin d conjugate is stable at 18-25 °c for 24 hours. If the conjugate is kept at 18-25°c for a maximum of 8 hours each day and then refrigerated at 2-8°c, the conjugate is stable for 3 days. The conjugate should not be used beyond 10 days after opening, even if it is stored at 2-8°c. The st aia-pack 25-oh vitamin d pretreatment -1 is stable for 35 days after opening provided that the bottle is kept tightly sealed and refrigerated (at 2 - 8 ° c) immediately after use. After dispensing, the reagent vial for pretreatment-1 is stable for 1 day (24 hours) at 18-25°c. If the dispensed reagent vial is kept at 18-25°c for a maximum of 8 hours each day and then refrigerated, the dispensed reagent vial is stable for 3 days. The st aia-pack 25-oh vitamin d pretreatment-2 is stable for 1 day (24 hours) at 18-25°c. If the pretreatment-2 is kept at 18-25°c for a maximum of 8 hours each day and then refrigerated, the pretreatment-2 is stable for 3 days. The most probable cause of the reported issue was likely due to old conjugate or pre-treatment reagents. Corrected data: for corrected data, please refer to sections: approximate age of device; device manufacture date.